Event description:
Event description cpi received information that the patient with this implantable dcardiovertor defibrillator (ICD) and endotak transvenous defibrillation lead fell down a flight of stairs. The device was interrogated and it had a fault code and open shocking lead message. No invasive procedure was performed because of the patient condition.